Event description:
In 2005 augmented with 325cc mentor saline implants. No problems until recently-noticed decreased size (left) breast. In 2007, pt underwent removed of deflated left breast implant. Large hole in implant. Patient augmented with mentor 325cc saline implant filled to 335cc.